Event description:
A 7 1/2 year-old boy, was originally implanted on february 7, 1996. His implant system functioned normally during the next three years. According to information received from the implant center, sometime during the first week of february, pt was pushed while at school causing him to strike his head against a wall. There was an immediate cessation of device functionality. Testing conducted at the center after the event confirmed that device was no longer funtioning. Explantation/reimplantation took place on february 10, 1999. Pt was reimplanted with another clarion device serial number 40329.